Event description:
After an estimated implantation time of 54 months, it was reported that the pacemaker showed several resets during an interrogation. No further measurements are possible, and the pacemaker cannot be interrogated. No deterioration of the patient's state of health was reported. The implant date was not provided and there is no mention of an explant or revision.

Manufacturer narrative:
After its receipt, the pacemaker was interrogated. Matching the clinical observation, a warning message was displayed at the programmer, indicating multiple resets. Further details could not be obtained during the interrogation. The memory of the pacemaker was then read and analyzed. Based on the analysis, the clinical observation resulted from a multitude of internal resets due to damaged device memory. The upper limit for internal resets was reached on (B)(6) 2016, and the device then switched to the safe program. During the subsequent follow up, a respective warning message was displayed to the user. In addition, the analysis showed that an increased power consumption had been documented since (B)(6) 2016. The battery was already discharged to 55 percent. The pacemakers capability to provide therapy was tested. Both the anti-bradycardic output signal and the signal sensing were normal. The pacemaker showed behavior conforming to specifications in regard to its therapy function. In the further course of the analysis, the pacemaker underwent a special reset. Subsequent examinations showed a normal and expected power consumption. The memory content was found to be valid. An additional stress test showed that there was no reoccurrence of pacemaker internally triggered resets. The manufacturing process of this device was reviewed. The production documents did not show any anomalies that could be related to the complaint. All manufacturing steps had been carried out correctly. In summary, the analysis showed damaged device memory, which led to the clinical observation. After a manual reset of the implant, the device functioned as expected. The power consumption, in particular, was normal. The cause for the damaged memory could not be determined during the analysis. It can therefore not be ruled out that the observed behavior could have been triggered by external influences, such as strong electromagnetic radiation. The therapy capability was available without limitations.